Event description:
It was reported that the patient experienced a loss of therapeutic effect when stimulation was turned on. She stated that her symptoms returned yesterday and she had a loss of stim sensation on program 1. There was no known accident or incident related to this event. It was noted that the patient had a magnetic resonance image (MRI) performed on her knee last week. The patient activated program 2 and reported that she felt stim. She stated she would try program 2 and see if symptoms improved. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va00dvr, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).